Event description:
It was reported to physio-control that the customer's device would not deliver defibrillation therapy and displayed the message 'no shock advised'. The medical team performed CPR while waiting for the emergency medical service. The emergency medical service used their defibrillator to shock the patient. The reported event resulted in a delay to deliver a shock to the patient. However, there was no adverse patient outcome reported. The customer questioned the no shock decision made by their device and believes it should have shocked the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control performed a clinical evaluation of the downloaded patient record files from the device and determined that the device's shock advisory algorithm correctly reached a 'no shock advised' decision for what appears to be supraventricular tachycardia. There was no evidence of a device malfunction.